Event description:
It was reported that the abutment would not screw into the implant. It was not indicated if the procedure was completed using another device.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID: patient ID not provided. Age or date of birth: patient age not provided. Weight: patient weight not provided date of event: date of event.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) tsv bellatekâ® encodeâ® healing abutment 3.5mm (d) x 5.0mm (p) x 5mm (h) (teha3505) was returned for investigation. Visual evaluation of the as returned product identified the abutment without original packaging, inside an auto clave bag. Signs of use around screw threads. The abutment seated and screwed as intended during a functional test, with an in-house implant. The coob is non-verifiable since, the condition of the product when it was received by the customer, is unknown/non-verifiable. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site (universal) and was used. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: tsv¿ bellatek® encode® healing abutment p-tsvbeha 2022/02 rev d. Information identified: warnings, precautions and potential adverse events. DHR review: DHR review was completed for the subject lot number (1246779). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1246779) for similar events and no other complaint was identified. Review completed utilizing keywords: does not seat post market trend review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not seat) or product (teha3505). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. Sections updated: b4: date of this report g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative.